Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was as case of an attempted implant due to physical damage on the lead body. Moreover, the wire went through insulation and out the side of the lead. It was noted that the wire was sticking out of lead body. The lead was never in service. No adverse patient effects reported.